Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic hysterectomy procedure, the surgeon used device to coagulate the vessel as usual. After a few minutes, the surgeon found that the black rubber tube (insulator) behind the jaw was retracted and the metal part was exposed. Besides, the forceps was difficult to open again and it was only opened partially. So the surgeon used another brand`s bipolar forceps to complete the case. There were no adverse consequences for the patient.